Event description:
A philips field service engineer reports the device fails to reboot after a software upgrade. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer reports the device fails to reboot after a software upgrade. There was no reported pt involvement. The problem was confirmed by philips as they were able to create the reported problem. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer.